Event description:
A customer reported that there was no aspiration while using an ophthalmic handpiece during phacoemulsification mode of surgery. The surgery was completed on the same day. There was no patient harm. Additional information has been requested but is not available at the time of this report. This report pertains to phacoemulsification handpiece involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in sections h6 and h11 the product under investigation is not a serviceable device. Therefore, a service record review was not performed. A phaco handpiece (hp) was not returned for testing on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The potential cause of ¿no aspiration" can be attributed to surgical mitigations or factors. By proactively implementing preventive strategies to optimize surgical outcomes, surgeons will prioritize patient safety during procedures. However, based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.